Event description:
In (B)(6) 2022, I started taking divalproex (depakote). Beginning in approximately january 2023, I noticed swelling on the left side of my face. The swelling or lump became larger and larger. I saw 1 dentist and 3 physicians about the swelling of my left face. On (B)(6) 2023, I consulted with dr. (B)(6) of (B)(6) at his office located at (B)(6). Dr. (B)(6) asked me many questions. I told him that about 20 years earlier, a filler named nufil was injected into my face in mexico. He said ¿are you saying that the filler was stable for over 20 years and then started to swell about 11 months ago¿? I said ¿that is a fair statement¿. I stopped taking divalproex (depakote) on (B)(6) 2023. The face is less swollen. The left face is less swollen now compared to what it looked like on (B)(6) 2023. Had the filler named nufil injected into my face 20 years ago in mexico.